Event description:
On (B)(6) 2013, the lay-user/patient contacted animas to report he was hospitalized last for dka and elevated blood glucose. The patient reportedly was found unconscious by the police after they had to break in his door. The patient¿s pump was completely off at the time of concern. The patient had an intermittent power issue for the past few days prior to the hospitalization. He claimed he had to replace the battery every other day. Troubleshooting revealed that the subject pump provided the patient with the alarm codes and frequent for a battery replacement. There was no trauma or physical damage to the battery compartment or cap. The issue was not resolved with training. This complaint is being reported because the patient required hcp medical intervention for dka and elevated blood glucose after the patient had intermittently power issue.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: a review of the black box showed multiple reboots had occurred. Visual inspection revealed a crack in the battery compartment. There was no visible corrosion in the battery compartment. The battery cap was not returned with the pump for investigation. A test battery cap was used to complete testing. The test cap tightened appropriately to the pump. A rewind, load, and prime sequence was performed successfully with no loss of power. The pump was exercised for 24 hours with no power loss occurring. The pump passed (B)(4) flow accuracy testing and was found to be delivering within required specifications. The pump casing was removed and no defects were found to the power circuit. The alleged power loss could not be duplicated on investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.